Event description:
It was reported surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04071. It was reported that one of the patients leads displays high impedance following a fall. Surgical intervention may be pending to address the issue. Note: both of the patient's leads are being reported as it is unknown which lead has high impedance.